Event description:
The patient's death certificate was received by the manufacturer. The patient's immediate cause of death was of respiratory failure (12 hours) due to or as a consequence of pneumonia (2 days) and intractable seizures (since birth). An internal classification had determined that the patient's death was unlikely to be sudep. No additional pertinent information has been received to date.

Event description:
It was reported that the patient had passed away. A search for the patient's obituary determined the date and location of the patient's passing. Although the obituary states that she died after a long illness, it does not suggest a potential cause of death. Attempts for additional pertinent information have been unsuccessful to date.